Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that during a balloon kyphoplasty procedure, the 20/3 balloons were prepped by surgical tech according to label. The balloons were inserted into the cannulas and vertebral body. Balloons were inflated under fluoro and remained inflated while cement was mixed. When cement was ready for use the balloons were deflated. The right balloon came out while the left one got kinked on a bone fragment. The balloon was pulled out of the cannula using "aggressive" force where it broke off while exiting the pedicle. Approximately a half inch of the shaft of the balloon broke off with the balloon. The cement was injected with no complications. The left incision was extended using a retractor and pituitary to retrieve the balloon. No further patient complications were reported.